Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a handheld computer displays the message "low battery." Charging the computer and troubleshooting were unable to resolve the event. Good faith attempts for return of the device have been unsuccessful to date.